Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. A zoll representative went on site to evaluate the device. The customer's report was not replicated or confirmed. The device was put through extensive testing including ECG testing without duplicating the report. No fault found with the device. The device was recertified for clinical use. No trend is associated with reports of this type.